Event description:
It was reported a device related thrombus occurred. In august 2021, a left atrial appendage (laa) closure procedure was performed using a 24mm watchman flx laa closure device with delivery system (wds). The patient was placed on dual antiplatelet therapy (dapt) post implant. In 2022, at the one-year post procedure routine examination, no device related thrombus was present. In (B)(6) 2023, during a computed tomography (CT) imaging for an unrelated event, a 35mm x 25mm thrombus was identified attached to the threaded insert of the closure device.

Event description:
It was reported a device related thrombus occurred. In (B)(6) 2021, a left atrial appendage (laa) closure procedure was performed using a 24mm watchman flx laa closure device with delivery system (wds). The patient was placed on dual antiplatelet therapy (dapt) post implant. In 2022, at the one-year post procedure routine examination, no device related thrombus was present. In (B)(6) 2023, during a computed tomography (CT) imaging for an unrelated event, a 35mm x 25mm thrombus was identified attached to the threaded insert of the closure device. It was further reported the patient was instructed to resume anticoagulation medication and a follow up transesophageal echocardiogram will be performed in three (3) months. The thrombus was laminar in morphology and biased towards the mitral annulus.

Manufacturer narrative:
B5 event description updated. H6 impact codes updated.